Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of an (B)(6) male patient contact zoll customer support to report that the patient was developing a rash/skin irritation under the therapy electrode (te) pads on his back. She reported that one spot in particular was starting to crack and discharge some pus. Zoll customer support recommended increasing garment changes and leaving the device off for up to an hour per day. Patient's nurse followed-up on (B)(6) 2013 to report that the rash has gotten worse. Zoll customer support recommended contacting the patient's physician. Follow-up on (B)(6) 2013 with the patient's wife indicates the rash is now an open wound that is oozing. The next day the patient's wife reported that the patient's doctor suggested using hydrocortisone cream on the rash. There is no additional follow-up documented.